Event description:
It was reported that a malfunction alarm occurred, specifically malfunction 16. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.